Event description:
The decision was made to explant the ICD after it had reset and displayed a message that the crystal oscillator was not running. The battery had reached its expected elective replacement indicator.